Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead in one piece measuring 31.5 cm. External insulation abrasion was found at 33.7 cm to 34.2 cm from the proximal cut end. This damage is consistent with friction to another implanted device or feature of the patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.